Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the cgm was reading low (less than 2.2 mmol/l), the patient waited for 3 hours and began not feeling well. The patient experienced vomiting and was dehydrated. The patient was taken to the hospital by a family member and there the bg reading was 33.0 mmol/l. The patient was treated with insulin and IV fluids for rehydration and was discharged after 3 hours. At the time of the report, the patient was feeling ok. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.